Event description:
It has been reported that the bd vacutainer® k3e 5.4mg plus blood collection tube has been found experiencing 100 occurrences of clotting after use. The following has been provided by the initial reporter: edta 3ml has micro clots immediately post collection.

Manufacturer narrative:
Correction: samples received. Product information updated. Manufacturer updated. The following information has been updated: b.5. Describe event or problem: it has been reported that the bd vacutainer® k3e 5.4mg plus blood collection tube has been found experiencing 100 occurrences of clotting after use. The following has been provided by the initial reporter: edta 3ml has micro clots immediately post collection multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 9148647. D.4. Medical device expiration date: 2020-09-30. H.4. Device manufacture date: 2019-05-28. D.4. Medical device lot #: 9148652. D.4. Medical device expiration date: 2020-10-31. H.4. Device manufacture date: 2019-05-28. D.1. Medical device brand name: bd vacutainer® k3e 5.4mg plus blood collection tubes. D.2. Medical device type: n/a. D.2. Medical device catalog #: 368856. D.3. Medical device manufacturer: becton, dickinson and company (bd). D.4. Medical device lot #: see h.10. D.4. Unique identifier (UDI) #: 50382903688567. D.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 2019-12-17. G.1. Manufacturing location: becton, dickinson and company (bd). G.5. PMA/510(k)#: n/a. H.3. Device returned to manufacturer: yes. H3 other text : see h.10.

Event description:
It has been reported that the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube has been found experiencing (B)(4) occurrences of clotting after use. The following has been provided by the initial reporter: edta 3ml has micro clots immediately post collection.

Manufacturer narrative:
H.6 investigation summary : bd received samples from the customer facility for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The customer and retention samples were tested to analyze for edta content and no issues relating to the edta were observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube has been found experiencing 100 occurrences of clotting after use. The following has been provided by the initial reporter: edta 3ml has micro clots immediately post collection.